Manufacturer narrative:
Product complaint # (B)(4). Additional product code: dzi dzj. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine inspection, it was noticed that the shaft for 90 screwdriver was not working properly. No procedure and patient involvement. This complaint involves four (4) devices. This report is for (1) shaft for 90 screwdriver. This report is 3 of 4 for (B)(4).